Event description:
It was reported that multiple alarm 20s occurred during insulin delivery and the load sequence. In addition, it was reported that an alarm 30 occurred during insulin delivery. The customers' blood glucose level ranged form 72-90 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.